Event description:
It was reported that the customer experienced high blood glucose levels, but the specific value was unknown and displayed as "high". The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi), and no further assistance was required.